Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple no delivery alarms from the insulin pump. The customer was having high blood glucose in 400 mg/dl. They had been treating with a bolus from the insulin pump. Troubleshooting was performed and insulin exited without incident. The infusion set¿s cannula was not bent. The device will not be returned for analysis.